Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the same day the sensor was inserted, the patient stated the sensor wire broke and remained in the patient¿s body and a small bump was felt at the site. His doctor was able to locate the sensor wire without needing an x-ray, made a small incision (less than 0.5cm), and was able to remove it with tweezers. At the time of the report later the same day the bump had diminished. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.